Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported there was a 431 error code and the ins/device was shutting off and not working right. The patient reported they get overstimulated sometimes due to conditions being overcrowded. No further complications were reported as a result of this event. [Refer to pe (B)(4) for information regarding the antenna temp failure].